Event description:
(B)(4). Since having this in place I have had severe headaches, dizziness, brain fog, short term memory loss, metallic taste, body aches, severe back pain and pelvic pain, hip pain, heavy bleeding, huge clots, joint pain, tingling sensation, floaters in my vision, panic attacks, depression, major fatigue for years, insomnia, bloating, urine leaking, burning sensation throughout my body.